Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose (bg) level has been running low. Lowest bg reported was 40mg/dl and was treated with glucose and juice. Customer declined troubleshooting as they are working with their health care professional to address the issue. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.

Manufacturer narrative:
Review of pump data by tandem quality engineering. Pump logs recorded low bg levels from (B)(4) 2016 - (B)(4) 2016. On each day where a low bg level was recorded, the user made bolus requests without entering in current bg level and still having insulin on board. Making bolus requests while not entering current bg level and still having insulin on board (iob) could lead to a low bg event. Pump logs do not indicate that the insulin pump caused low bg levels. There is no evidence of a device malfunction or failure.